Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolusdelivery and e70 alarm confirmed in the history file. The motor wastested outside to the device and passed.the motor may have had an intermittent failure that was not detected during our testing. Unable toperform occlusion, the excessive no delivery and a21 test due toconstant motor error alarm during during bolus delivery. All operatingcurrents are within the specifications no unexpected low battery or offno power alarm noted. Pump received with missing pump address label andmissing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 344 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.